Manufacturer narrative:
One ultra fast-fix ab assembly ¿ curved device was returned for evaluation of the reported complaint mode, ¿second implant did not deploy.¿ the insertion device with the implants/suture construct was received. T1 had been deployed, hanging from the needle and presented with biomaterial. T2 was not advanced to its deployment position. The device actuated and advanced as designed. T2 was advanced and deployed into a rubber model meniscus successfully. No issue was found. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacture of the device can be established. (B)(4).

Event description:
T2 non-deployment during a knee repair utilizing the ultra fast-fix ab assembly - curved it was reported that the device did not deploy. Follow up with the reporter confirmed that it was second implant that did not deploy. The device was removed completely from the patient and the case was completed with a new device.